Manufacturer narrative:
(B)(4). The customer reported an issue with the external paddles. The specific issue with the paddle set was not reported and could not be confirmed. There was no report of pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported an issue with the external paddles. The specific issue with the paddle set was not reported and could not be confirmed. There was no report of pt involvement.